Event description:
It was reported that complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The device required partial recapture two times. The procedure was successful and the patient was stable with no vital sign changes during implant. The patient had an existing wide left bundle branch block, but following the procedure, the patient went into complete heart block for a short period of time and then regained conduction. Per the physician, the patient already needed a pacemaker insertion which they were planning to do at a later date, but due to this event, it was decided to place a temporary pacemaker overnight and a permanent pacemaker was implanted the following day.